Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of pacing, no sensing and loss of capture was observed on right atrial lead. Atrial lead dislodgement was noted as the lead was showing high ventricular rate episodes. The device was turned off until lead revision procedure. When the pocket was opened on (B)(6) 2019, it was noted that the lead was withdrawn into the pocket. Twiddler syndrome was suspected. Lead was explanted and replaced successfully. Patient was stable throughout the event.